Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received no delivery alarms. The customer also reported that she can hear the motor. The customer's blood glucose was 405 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.